Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped and replaced on (B)(6) 2017 due to noise and increasing impedance. Insulation damage is suspected. No adverse patient events were reported. Should additional information become available, this file will be updated.